Event description:
It was reported the pt lost stimulation. Diagnostic testing revealed high impedances on multiple contacts reprogramming was performed to no avail. The pt does not want to have the system revised or removed at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.